Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia) /heavy bleeding') and genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test." In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, fatigue and vulvovaginal pain had resolved and the female sexual dysfunction, anxiety, depression, bladder disorder, urinary tract disorder, migraine, headache and vaginal discharge outcome was unknown. The reporter considered anxiety, bladder disorder, depression, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs received: event injury nos is replaced with new events. Reporter's information was added. Added event pelvic pain ,bleeding, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), anxiety, depression, bladder or urinary problems or changes, migraines ,headaches, vaginal discharge, fatigue, vaginal pain, patient did not undergo essure confirmation test. Date of removal was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia) /heavy bleeding') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test.". The patient's concurrent conditions included endocervicitis, adenomyosis and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation and hysterectomy (full)/ total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, fatigue and vulvovaginal pain had resolved and the female sexual dysfunction, anxiety, depression, bladder disorder, urinary tract disorder, migraine, headache and vaginal discharge outcome was unknown. The reporter considered anxiety, bladder disorder, depression, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: removal date : (B)(6) 2009 : tubal ligation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, pelvic pain, heavy menstrual bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2021: mr received. Reporter information, patient's medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.